Event description:
The primary plif surgery was performed on (B)(6) 2015. After that, the revision surgery due to the infection was performed on (B)(6) 2016. When the surgeon tried to remove the cage from the patient intervertebral by the forceps, the cage broke. The wound was refreshed well and the fragments did not remain. We have received the request for dedicated removal instruments from the customers.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment; results: the device was not returned, it was discarded. No manufacturing issues found. All manufactured units met stryker specification conclusion: the plausible root cause of this event can be general excessive for applied during the removal of the implant.

Event description:
The primary plif surgery was performed on (B)(6) 2015. After that, the revision surgery due to the infection was performed on (B)(6) 2016. When the surgeon tried to remove the cage from the patient intervertebral by the forceps, the cage broke. The wound was refreshed well and the fragments did not remain. We have received the request for dedicated removal instruments from the customers.